Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation at the hospital, rv oversensing was noted. No programming changes were performed, and the patient will continue to be monitored.